Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that a plunger damaged an intraocular lens (iol) before surgery. Additional information has been requested.

Manufacturer narrative:
The device with the lens was returned loose in the blister tray. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The lens was still in the lens loading area, advanced slightly by the plunger. The lens was lifted toward the ceiling of the device. The plunger tip has broken the optic edge, folding it under, resulting in plunger under-ride of the trailing portion of the optic. The trailing haptic is misfolded under the optic and positioned to the left side of the plunger tip. The leading haptic is extended into the nozzle entry area. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The complaint of "stamp crushed the lens" was most likely due to the observed plunger under-ride. A plunger under-ride in the lens loading area was observed. The root cause cannot be determined. A qualified viscoelastic was indicated. Due to the lifted position of the lens while still within the lens loading area, and the extended position of the lead haptic, the plunger under-ride may be due to being overfilled with ovd, as this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. The manufacturer internal reference number is: (B)(4).